Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered the incorrect values for carbohydrate ratio pump setting. Tandem technical support assisted the customer with correcting the setting. There was no reported impact to blood glucose.